Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "disassociation of the humeral head component from the humeral stem component has been reported. Failure to properly align and completely seat the components together can lead to disassociation. Thoroughly clean and dry tapers prior to attachment of modular head component to avoid crevice corrosion and improper seating." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent shoulder arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision on an unknown date due to disassociation of the taper adaptor from the humeral stem. The humeral head and taper adaptor were removed and replaced.